Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Vad coordinator reported that a patient presented at a clinic visit and reported having pain and redness at his driveline exit site. The patient explained that he had caught the driveline on a door handle the week before and that this had tugged at the exit site. He denied the presence of any drainage after the trauma. A culture of the driveline exit site was positive for staphylococcus epidermis. The patient was treated with longterm (indefinite) oral doxcycline and has been followed routinely by infectious diseases since it developed. The infection is reported to be still active, but not worsening with this treatment. Additional information was provided indicating that relevant labs (wbc count) were within normal limits (wnl). The patient did not develop a fever. The event was managed as outpatient. The patient is reported to be doing well and off antibiotics. Additional information indicated that the patient's unos status was updated to 1a for the driveline infection and was transplanted approximately four months later on (B)(6) 2016.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4) ; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification, functional testing and sterility review. Pathological examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Although a definitive conclusion cannot be made, patient factors (i.e trauma to the exit site) may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.